Manufacturer narrative:
Method: medical review. Results: medical review: review of the complaint file indicates that the patient developed cornea swelling and felt uncomfortable in the left eye (os) following the eventful cataract surgery on 10/09/2014. During the surgery, the cataract was extracted first which was reportedly taken longer than usual, then a single piece iol lens (cc4204a) was implanted and removed to exchange for a secondary lens of same type. A week after the surgery, the patient still had cornea edema and blurry vision reportedly. The patient had left eye lasik surgery about 15 years ago. What type of lasik was unknown. All the above information was from the patient' letter to the manufacture. No information from the facility is available even with formal request. Given the above information it is possible that the surgical related factor and prior ocular condition contributed to the event. The exact cause of the event is unknown which warrant further follow up. Conclusions: based on the complaint history, work order search, device history record review and medical review , a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Lens remains implanted. Event problem codes: (B)(4). Evaluation codes: method - (other) - lens work order search results - (other): a lens work order search was performed and no similar complaint was found. Conclusion - conclusion not yet available. Evaluation is in progress. #(B)(4). Lens remains implanted.

Event description:
It was reported patient had a cc4204a collamer single piece lens implanted in left eye on (B)(6) 2014. During cataract surgery, a primary iol was inserted and removed. The lens was replaced with a secondary lens ((B)(4)). The patient reported eye feels swollen and uncomfortable after surgery. A week after surgery, patient still has significant cornea swelling. He still is handicapped by blurred vision in left eye. The iol remains implanted. The physician's office was contacted for further information. The physician's office did give any information due to patient's privacy. If additional information is made available, a supplemental medwatch will be submitted.

Manufacturer narrative:
Method: device history record review. Results: device history record review - after performing a review of the device history record review and a root cause analysis, the manufacturing process met all requirements. Therefore, the manufacturing process can be ruled out as the root cause of this complaint. The most likely root cause of this complaint is patient related factors and/or surgeon technique, but this cannot be confirmed from the information provided. Conclusions: based on the complaint history, work order search and device history record review, a specific root cause of this event could not be determined. (B)(4).